Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, after the physician released the device, it was noted that the lp made an uncharacteristic movement that led to undersensing. The physician decided to reposition the device. The device was repositioned successfully. The patient was stable.